Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) homechoice automated pd set with cassettes had patient line "broke off". It was further described as "line is breaking right after the screw on part". This occurred during initial drain of peritoneal dialysis therapy. The transfer set remained in use. Renal therapy services (rts) assisted the home patient (hp) to end the therapy session. The hp would start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.